Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump was not giving the right amount of medication. No further information was provided. No adverse patient effects were reported.